Event description:
It was reported that 3 days after an elective coronary drug eluting stenting treatment procedure, the pt returned with subacute thrombosis. In 2004, the physician predilated a lesion in the proximal lad with a maverick 2.0 x 15 mm balloon at 8 atms for 10 seconds (2 inflations). He then deployed a taxus express2 2.75 x 12 mm otw drug eluting stent at 12 atms for 10 seconds in the proximal lad. He used intravascular ultrasound and then deployed the second taxus express2 2.75 x 12 mm otw drug eluting stent at 11 atms for 10 seconds and a second inflation of 16 atms for 10 seconds in the mid lad. He inserted the ivus again and postdilated the proximal lad with a highsail 2.75 x 13 mm balloon at 12-13 atms for 10 seconds (2 inflations). The pt received integrilin and heparin during the procedure. The procedure was successfully completed; there were no complicatons reported. Three days later, the pt returned on an emergent basis to the cath lab. Pt had presented to the emergerncy room with chest pain. An subacute thrombosis was noted in the proximal area of the stents. The physician predilated the proximal lad with a maverick 2.5 x 15 mm balloon; 5-14 atms for 20 seconds (total of 5 inflations). A taxus express2 3.0 x 8 mm otw drug eluting stent was deployed in the proximal lad at 16 atms for 25 seconds, 10 atms for 20 seconds and 18 atms for 20 seconds. A maverick 2.5 x 9 mm balloon was then used to dilate the mid lad, 2 inflations; 3 atms for 10 seconds and 7 atms for 30 seconds. A taxus express2 2.5 x 12 mm otw drug eluting stent was deployed in the mid lad at 10 atms for 20 seconds. Following ivus evaluation, the mid-lad was postdilated with an nc ranger 2.5 x 9 mm balloon at 10 atms for 20 seconds. The pt received nitroglycerin and integrilin by infusion which was started in the e.r. The procedure was successful; no complications were reported. Same case as MFR's #: 6000093-2004-00382.